Event description:
Boston scientific received information that the patient with this pacemaker was status post implant and the pocket was closed. The minute ventilation (mv) was programmed on using autolifestyle. The device started pacing at maximum sensor rate. The mv was then programmed to passive. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.